Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred. There was no reported adverse impact due to the reported issue. Reportedly, the customer was unable to clear the alarm. Reportedly, the customer had manual injections available as alternate insulin therapy.